Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17090.

Event description:
Philips received a complaint from the service engineer during evaluation of the device, it was reported that the v60 ventilator had a 1104 error code in the event logs. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) replaced the power management (pm) pcba and the issue was resolved.